Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient received the following results on the nano system, compared to a professional meter, within 10 minutes: 23 mg/dl and 284 mg/dl (nano meter) and 29 mg/dl (emt meter). The patient had symptoms of hypoglycemia with being sweaty and confused. The patient's husband treated her with sugar, honey, orange juice, applesauce, and a piece of banana. He called the paramedics and they treated the patient with glucose via IV and glucose gel. The patient was not taken to the hospital. Return of the suspect device was requested for evaluation.